Event description:
It was reported that this device was explanted due to premature battery depletion. The doctor elected to replace the entire subcutaneous system with a transvenous system. The subcutaneous system was successfully explanted and replaced. There were no additional adverse patient effects.